Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. Furthermore, a valid lot number for the device was not provided. A shipping history search for dialyzers delivered to the account could not be performed because an account number was not identified. As such, a device history review (DHR) and manufacturing review could not be performed. A definitive conclusion regarding the complaint incident could not be reached and the complaint is not confirmed.

Event description:
A medical center risk manager reported via voluntary medwatch that a hemodialysis (hd) patient utilizing an optiflux f250nre dialyzer experienced a dialyzer blood leak. The blood leak reportedly occurred at the initiation of treatment, when blood hit the arterial side of the dialyzer. The machine alarmed immediately with a blood leak alarm. The blood leak was reported to be visually observed. The treatment was stopped, and blood was not returned to the patient. The patient was disconnected from the setup. The patient¿s estimated blood loss (ebl) was <100ml. Due to the blood loss, the doctor was notified. The patient was relocated to a different machine to continue their treatment. There was no indication that the patient experienced a serious injury, any adverse effects, or that medical intervention was required. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Event description:
A medical center risk manager reported via voluntary medwatch that a hemodialysis (hd) patient utilizing an optiflux f250nre dialyzer experienced a dialyzer blood leak. The blood leak reportedly occurred at the initiation of treatment, when blood hit the arterial side of the dialyzer. The machine alarmed immediately with a blood leak alarm. The blood leak was reported to be visually observed. The treatment was stopped, and blood was not returned to the patient. The patient was disconnected from the setup. The patient¿s estimated blood loss (ebl) was <100ml. Due to the blood loss, the doctor was notified. The patient was relocated to a different machine to continue their treatment. There was no indication that the patient experienced a serious injury, any adverse effects, or that medical intervention was required. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.